Event description:
It was reported that, "the pt was scheduled for hemi arthroplasty conversion to a total hip arthroplasty. During the surgery, black material was noticed on modular neck trunion and a milk fluid was noticed in soft tissue. Synovial reaction was noted also, pt had 13,000 wbc and few polys on gram stain. Black material on neck trunion felt gritty. The pt was revised to a total hip."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.